Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, service review, and a review of the alarm log were performed. The cause of the condition was determined to be damaged power cord by wear and tear. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. There was no patient involvement. No additional information is available.